Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026 additional information was received from the patient. The patient reported that to resolve the shocking they would not hold the communicator against the skin when changing programs. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they replaced the old phone with a new one. When using it the 1st time, had to turn on the program and it shocked them. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient representative stated that the patient received a shock when they were checking the implant battery level. Agent asked why therapy was off, patient representative said they recently had the handset replaced and they went into the therapy app and saw that therapy was off. Patient representative said they charged the implant to 90%. Patient representative turned therapy back on and patient received a shock. Patient confirmed they were not getting shocked currently. Agent walked patient through connecting to therapy app with communicator, therapy was on at 2.3 ma. Patient said they felt a little bit of comfortable stimulation in their bicycle seat area. Agent reviewed information about stimulation and recommended that patient check implant battery charge level regularly to ensure that implant battery does not deplete.